Manufacturer narrative:
Addition devices: catalog numbers and lot codes of other devices listed in this report: uni adaptor sleeve v40 ti; 6519-t-025; 35974405, delta un.fem hd 28mm r28 16/18; 6519-1-028; 35956701, restoration (tm) adm. Insert; 1235-2-856; 35050901, restoration (tm) adm. Cup w/ha; 1235-2-562; g3039403. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported infection is considered to be under the scope of this recall. No further investigation is required.

Event description:
It was reported that a stage 1 revision of the patient's left hip was performed due to infection. All components were revised and a spacer placed. Rep confirmed that no further information will be released by the hospital or surgeon.